Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Date of event: 2015. Implant date: 2015. Explant date: 2015. Concomitant medical devices: part #unknown / unknown neck / lot # unknown; part #unknown / unknown head/ lot # unknown; part # unknown/ unknown shell/ lot # unknown; part # unknown/ unknown stem/ lot #unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01570.

Event description:
It was reported patient underwent hip surgery approximately 5 years ago and was revised in the same year due to instability. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) reviewed was unable to be performed as t the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.